Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed a triangle with an exclamation point. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The receiver log was reviewed and screen error alarms were observed. Functional testing could not be performed because of the "call tech support" error. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.